Manufacturer narrative:
The device was received on (B)(6) 2023 for evaluation. One used list #unknown, dext saline injection 500ml bag; lot #b3b94, one used list #unknown, extension set; lot #unknown were received for evaluation. The filter at the vent plug juncture was wetted out with prior infusate. The set was tested per product specifications. There was a leak from the filter that appeared to seep from various locations. The reported complaint of leakage at the filter vent can be confirmed. The probable cause of the leakage is due to a temporary or complete loss of hydrophobic properties due to prior infusate interaction. A device history review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is yet to be received. (B)(6).

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch and the reporter stated that when the healthcare provider intended to switch infusion solution, drip chamber was found wet and with droplets of an unknown drug; the vent cap was found closed, but solution leaked from the filter vent. No other physical damage was observed. There was patient involvement however, no harm was reported as a consequence of this event.